Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss on the ilet, after which glucose readings returned and were elevated, consistent with an intermittent communication failure involving the antenna component. Symptoms included hyperglycemia and a glucose peak of 200 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.